Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak while in use on a patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the gasket installed on the external helium tank was plastic. To verify the reported issue, the fse performed a leak test, in which the unit failed. After the fse replaced the plastic gasket with the correct gasket, the unit passed the leak test. The fse also replaced the safety disk as the assist cycle count was over 6,000,000. The fse then performed calibration, as well as all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak while in use on a patient. No patient harm, serious injury or adverse event was reported.